Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. A supra core 300cm guide wire (gw) was used for a sheath exchange. A 0.035 sheath dilator would not advance over a certain transition point on the gw. When it was attempted to remove the sheath from the gw, the dilator got stuck and broke off on the transition point of the gw. A scalpel was used to cut the broken piece of dilator off of the gw. Then an exchange for a new gw was performed and the procedure was successfully completed. There was clinically significant delay as the physician had to hold hemostatic pressure throughout the entire procedure. Additionally once the supra core gw was removed, it was noted that there is a transition point that is thicker (>.035) than the rest of the gw. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual, dimensional and functional inspections were performed on the returned wire. The reported difficult to position/remove and oversized wire were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position/remove and defective item. The stretched coils and bent shaping ribbon appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.